Event description:
Had lumbar back surgery with acromed pedicle screw device in 1990. Pt has been disabled and in pain ever since. In 2003 pt found out this product was defective and not approved by FDA and that there was class action. Pt was not involved in.